Event description:
The customer initially reported stage timeout. While onsite repairing the unit, the asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints related to oil mist. The fse repaired the unit.

Manufacturer narrative:
Other, oil mist, are labeled. Capital equipment, unit evaluated at the facility. The fse replaced the oil, catalytic converter and oil mist filter. He certified the system with the autotest and a diagnostic test cycle. The system met all specifications. This issue is addressed with a customer letter, related to correction & removal.